Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received replaced battery now alarm. Customer's blood glucose level was 121 mg/dl. Customer reports that they did not receive a low battery alert prior to the replaced battery now alarm. Customer reports that the new battery resolve the issue. Insulin pump will not be returned for analysis.